Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. In addition, the battery housing and connector were damaged. The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged housing and connector was physical abuse. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.